Event description:
On 12/15/82, dr implanted a pair of silicone breast implants in rptr. She was lead to believe that they were quite safe and "would last a lifetime if cared for properly." After hearing these words from the prominent plastic surgeon, dr whom rptr put her trust in, she had the silicone implants implanted. Rptr has suffered pain in both breasts for many years since and loss of sensation in her nipples. Just the knowledge that they are not as safe has caused rptr many sleepless nights and severe emotional turmoil.